Event description:
It was reported that the ilet pump¿s screen became unusable and the device housing appeared to separate, after which a replacement was arranged and the user was instructed to shut down the device and return it; this aligns with a device problem involving bonding failure affecting the display component, and the user continued cgm use via dexcom. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the display assembly, consistent with loss or failure to bond of the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.